Manufacturer narrative:
No unexpected pump error 15 alarms during testing however, pump error 15 alarm, line number 213 file number 30, is found in the formatted history file due to a software error.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed pump error. The customer¿s blood glucose level was 6.9mmol at the time of the incident. The customer was informed since they were able to preform the rewind but then the pump error occurred again the pump should be replaced. The insulin pump is being replaced.